Manufacturer narrative:
(B)(4). Pump received with detached/missing reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer.

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was cracked and chipped. The customer stated that the reservoir locked into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.